Event description:
It was reported that the pump's quick bolus and wake button were difficult to press, and the pump screen would not turn on without being plugged into a power source. There was no adverse impact on the customer¿s blood glucose level. Technical support instructed the customer on how to troubleshoot the device and subsequently decided to replace the pump. The customer was informed about the replacement process, including returning the problematic pump and receiving training for the new device.